Manufacturer narrative:
Initial and final MDR (B)(4). MDR 3003442380-2026-05237 - device 4 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced adhesive issues with five infusion sets on (B)(6) 2026. The infusion sets fell off during use with duration of 20 minutes. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.